Manufacturer narrative:
A sample was returned for evaluation and the investigation showed the complaint could not be confirmed. The device works as intended and the only problems with the unit found were the therapy timer has broken segments and the battery needs to be replaced. The unused disposables from the lot used were not sent back with unit for evaluation. A review of the product history review for serial number (B)(6) showed that the device was released from qa to stock on 07/19/2017. No service reports were available at the time of this review. Job router was reviewed without issue. Device passed all tests. It is recommended replacing therapy timer led display and battery then retesting the device. Although the sample was received, the complaint could not be confirmed, and the root cause could not be determined. The device is repairable. We will continue to monitor for this type of incident.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the alarm on the npwt device did not alert that there was no suction. It was found that the foam was not depressed into the sacral wound and fluid was pooling around the sealed dressing. No injury to patient was reported and a new device was applied. MDR filed for risk to patient.